Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. During functional testing, the clamp arm was not functional and the device could not cut the test media. When the device was disassembled, the link pin was not assembled correctly, resulting in the clamp arm not opening or closing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a left colectomy procedure, after thirty minutes of utilization, the blade of the device detached and fell into patient`s abdomen. The case was carried out by using another device. There were no adverse patient consequences.